Event description:
It was noticed that the (B)(6) ice catheter had a broken tip with a sharp edge which could have contributed to the effusion. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).